Event description:
A hospital in (B)(6) reported that an rt236 neonatal breathing circuit failed the leak test on a servo ventilator and that the leak was at the swivel y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 breathing circuit was received and was visually inspected and pressure tested. Results: the visual inspection revealed no physical damage to the device. The pressure test revealed that the complaint breathing circuit was within specification. A lot check revealed no other complaints for the lot number provided. Conclusion: we are unable to determine what caused the leak as reported by the customer, although it is possible that the swivel connection had loosened during transport to, or storage at, the customer facility. Our user instructions that accompany the rt236 state: -check all connections are tight before use. Perform a pressure and leak test on the system and check for occlusions before connecting to a patient. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and any leak in the circuit would have been detected by the automatic leak and flow tester on the production line.